Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller display screen cracked and was unreadable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The reported event of issues with the lcd display screen was confirmed via evaluation of the returned system controller (serial number: (B)(6) ). The reported event that the lcd screen was cracked was not confirmed; however, several vertical white lines were observed on the left side of screen when the controller was connected to a test power module. The lines impaired the view of the lcd display; however, the information on the display was still able to be read. The lines in the lcd display did not affect the controller's ability to operate the pump at the set speed. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Evaluation of the returned controller isolated the issue to the lcd screen. The root cause of the reported event could not be conclusively determined through this analysis; however, similar events have been identified and a corrective action has been initiated to further investigate the issue. No further information was provided. The manufacturer is closing the file on this event.